Event description:
It was reported that the atrial lead showed high pacing thresholds. The physician thought that there was nothing wrong with the lead but that the threshold was increasing due to exit block. It was also reported that there was no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.